Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/27/2025, it was reported by a sales representative via (B)(4) that an ar-9597-10 reamer sleeve and ar-9676 drive shaft are stuck together. This occurred after use in a case with no patient effect.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to misaligned insertion.